Event description:
The meter would only prompt an apply sample message. The pt attempted to test but continued to get the apply sample message so pt went to the health center to have blood sugar tested. Pt did not report what the result was, but stated that no treatment was received. The pt reported that the testing technique was correct. The issue with the meter was unresolved with troubleshooting. The meter, test strips, and control solution are being replaced for the pt. No further information has been reported.